Event description:
It was reported that there is something wrong with the airway pressure gauge. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received alleging the airway pressure gauge on the main unit is damaged. The complaint was verified by visual and functional testing. It is presumed that the cause was impact due to dropping the main unit, etc. There is no history of repairs. The airway pressure gauge was replaced, and the bent board was straightened to correct the issue. The device passed all functional testing after repairs.